Event description:
Ufmw report received concerning occlusion/flow issues with use of four b3065 41" 15 drop admin sets and carefusion primary sets. The ufmw report states "... The solution in the piggyback does not flow as programmed and instead the fluid is pulled from the mainbag. All solutions have been primed and set up correctly..." There were no reported adverse pt consequences. Limited info reported. Although requested, additional relevant incident, usage info and device return requests have to date been unsuccessful.

Manufacturer narrative:
Lot build/record and complaint database analysis: a review of the mfg. Lot database for the reported 19-589-sl mfg date 07/2012) shows 3750 units were mfg, tested inspected and released. The lot record review showed all visual, dimensional and functional qc lot testing met all specifications. There were no exception or rejection documents generated during the build. A three yr review of the complaint database for this list # b3065 and similar product issue recorded no additional reports and or investigations. Conclusion: the involved devices were not returned for analysis and investigation. Cause of the reported incident remains unk.